Manufacturer narrative:
Complaint conclusion: while attempting to deploy a palmaz stent inside of an endovascular stent graft placed during an abdominal aortic aneurysm procedure, the palmaz stent dislodged in the patient. The lesion was de novo, heavily calcified and moderately tortuous. The entire stent was removed surgically from the patient and he is in stable condition. Initially, stent grafts were placed from the abdominal aorta to the iliac artery. When the palmaz stent was being delivered to the left iliac artery to implant overlapping to the distal portion of the stent graft, the stent got caught at the edge of the stent graft and dislodged within the vessel. The device was prepped according to the IFU guidelines, was not manipulated during prep and was properly mounted on the system when inspected prior to use. Adequate continuous flush was maintained through all devices. No other patient adverse events were reported. One non-sterile palmaz stent delivery system was received coiled inside a plastic bag. The stent was received separated from the device and with blood residues in it and appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. No other damages were noted in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent/ dislodged-in patient" was confirmed, however, exact cause of the failure reported by the customer could not be conclusively determined. Based on the event description there are procedural factors (the stent got caught at the edge of the stent graft) that may have contributed to the reported complaint as it was noted that the stent was properly mounted on the system when inspected. Neither the DHR, product analysis nor the information available suggests that the dislodged stent could be related to the manufacturing process of the unit; therefore, no corrective action will be taken.

Event description:
As reported by an affiliate, during a stent grafting for aaa procedure, a palmaz stent dislodged in a patient. The entire stent was removed surgically from the patient and he is in stable condition. Initially, stent grafts (excluder) were placed from the abdominal aorta to the iliac artery. When palmaz stent (6.0/20mm, lot15695365) was being delivered to the left iliac artery to implant overlapping to the distal portion of the stent graft, the stent got caught at the edge of the stent graft and dislodged within the vessel. The device was prepped according to the IFU guidelines. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. Adequate continuous flush was maintained through all devices. It is unknown if any other cordis devices were used during the procedure. The target lesion was the abdominal aorta. The lesion was a de novo, heavily calcified and moderately tortuous. No other patient adverse events were reported. The product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.